Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used during a procedure. Reportedly, it was found that the shrink tube has come off. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: device code a0501 captures the reportable event of catheter detached.